Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors. A global receiver functional test was performed on the receiver and it passed. The reported fault could not be reproduced with the receiver. The complaint of the receiver ceasing to function could not be confirmed. The root cause could not be determined, post investigation.